Event description:
It was reported that the procedure was to treat a de novo lesion in an eccentric distal right coronary artery with moderate tortuosity and mild calcification that was 90% stenosed. The lesion was pre-dilatated with a non-abbott vascular balloon catheter, and a 3.5x15 mm xience alpine stent delivery system (sds) was prepped outside the anatomy and soaked in saline before advancement to the lesion. There was no resistance during advancement of the 3.5x15 mm xience alpine sds and the sds balloon was inflated for the first time to 10 atmospheres (atm). When the balloon was inflated for a second time, rupture was suspected because at 14-16 atm the indeflator was manipulated and it reportedly felt as if the pressure did not increase. During removal of the sds, resistance was felt with the deployed stent and the 3.5x15 mm xience alpine sds balloon caught in the stent struts. An additional guide wire was inserted and the balloon was released from the struts. There was no report of damage to the struts in the deployed stent. Then the 3.5x15 mm xience alpine sds was completely withdrawn and no portion remained in the anatomy. The deployed stent was further dilated with a non-abbott vascular balloon catheter. It was reported that upon examination outside of the patient anatomy, the 3.5x15 mm xience alpine sds balloon was confirmed to be ruptured radially/circumferentially, slightly proximal to the distal shoulder. The distal and mid/proximal portion of the balloon were still attached to one another but almost separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inner member inside of the balloon was intact and the distal portion of the balloon material was attached to the inner member at the distal seal and the mid/proximal portion of the balloon was attached to the inner member at the distal seal. No separation was observed in the 3.5x15 mm xience alpine sds. There were no reported adverse patient effects and no reported significant delay in the procedure. No additional information was provided. Evaluation summary: the device was returned for analysis. The reported material rupture was able to be confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.